Event description:
Canadian home pt (hp) reports reconnecting himself to the pt line of the homechoice set after it became "disconnected" during apd therapy. Hp was assisted in ending treatment by baxter technical service center. No further incident detail provided by baxter complaint coordinator. No pt injury or medical intervention reported by affiliate.